Event description:
IV disconnected during mechanical power injection. This has been ongoing since 2017. Reported >10 cases total. Submitted a report that involved >5 incidents last month. This report includes 7 more incidents.

Event description:
IV disconnected during mechanical power injection. This has been ongoing since 2017. Reported 10 cases total. Submitted a report that involved 5 incidents last month. This report includes 7 more incidents.